Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen freezes. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was available for clinical use. No additional information was provided.